Manufacturer narrative:
(B)(4). It should be noted that the additional patient effect of myocardial infarction is listed in the instructions for use as an adverse event that may be associated with the use of the graftmaster rx coronary stent graft in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that perforation, death and occlusion are listed in the instructions for use as an adverse event that may be associated with the use of the graftmaster rx coronary stent graft in native coronary arteries. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with acute coronary syndrome, and shutdown of the left anterior descending artery (lad). During advancement of the non-abbott guide wire in the lad, a perforation occurred. An attempt was made to treat the perforation with balloon inflations; however, this was unsuccessful. The balloon was left inflated at the perforation site and the 2.8x19 mm graftmaster stent was deployed to cover the perforation; however, after deployment the perforation appeared to have either lengthened distally, or the stent implant had shortened. The diagonal became occluded. Periocardiocentesis was performed; however, by this time the patient experienced cardiac arrest. Attempts to revive the patient with CPR failed. The patient ultimately died due to the complications from the perforation. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: a 2.5x28 mm multi-link vision was deployed for treatment of the stenosis in the lad but there was no reported device or patient issue associated with it. The patients cause of death was cardiogenic shock with severe large anterior myocardial infarction due to the perforation. No additional information was provided.